Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test verify motor error alarm due to blank display. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error alarm. Customer¿s blood glucose was 121 mg/dl. The customer reported that insulin pump alarmed motor error. Troubleshooting was performed. The customer said that drive support cap was normal, pump was not exposed to high magnetic field and user declined motor position encoder error. The customer tried to clean the alert but, she could not because the insulin pump has been alarming motor error. The insulin pump will be returned for analysis.